Manufacturer narrative:
Product event summary: three batteries were not returned for evaluation. Images and a video provided revealed evidence of contamination between the connector housing and pins confirming the reported event. Applicable risk documentation and experience with similar circumstances were considered; a possible root cause of the reported ¿black residue¿ can be attributed, but not limited to, a contamination of a foreign material likely due to handling. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld and/or due to a soldering defect. Additional products: d4: serial #: (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 331. H6: FDA conclusion code(s): 19. D4: serial #: (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 331. H6: FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: 5076-45, lead, implanted:(B)(6) 2006. 5071-53 lead x 2 implanted: (B)(6) 2010. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650 / expiration date: 2016-07-31 UDI #:(B)(4), device not available for evaluation, device evaluation anticipated, but not yet begun mfg date: 2015-07-31, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650 / expiration date: 2019-08-31 UDI #: (B)(4), device not available for evaluation, device evaluation anticipated, but not yet begun mfg date: 2018-08-14, device not labeled for single use, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a battery that "lost all power once" and the patient stopped using it. There was also a black oily residue on the pins and on the plastic that is surrounding the pins on several batteries. The batteries were exchanged. No patient complications have been reported as a result of this event.